Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The physician accessed right groin, contralateral approach working in the left sfa. The physician attempted to deploy the protege everflex stent which elongated and broke apart. Approximately 30mm of the stent was left in the patient. Remaining stent was removed with delivery system. Lesion was re crossed and stented with a new stent. The physician post dilated the stent and flow was satisfactory. Evaluation of the returned device found the returned stent was partially deployed. The distal end of the stent showed evidence of elongation and the stent was fractured stretched at the distal end. Approximately 80mm of the 150mm stent was returned (per initial report, the rest was left in the patient).